Event description:
Medtronic received information regarding a repair request and no alleged product deficiencies were reported. It was reported that there were no patient impact. Additional information was received stated that bearing detached were found during evaluation.

Manufacturer narrative:
H3:product analysis: evaluation determined that the distal bearing was detached. The likely cause of failure could not be determined. It was noted that laser markings were partially illegible, the painted color ring was faded, the tube was worn. At the distal it's sharp. B3:date of notified: 2026-01-28. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.